Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is reporting that their device/therapy is not working and has no other information to provide.